Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor has been giving him issues. Customer stated that the sensor worked for two days and now is not working. The sensor caused the insulin pump to go into threshold suspend. Customer's blood glucose was 181mg/dl. Customer stated the sensor is bent. Customer stated the device alarmed threshold suspend and was low, checked blood glucose it was 181mg/dl. Advised the customer the sensor will be replaced.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed per specifications. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.